Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2014-03522.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event in (B)(6) 2012 after the use of the product.